Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. This complaint has been confirmed for red cell hang up based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with bd vacutainer® cat (clot activator tube) plus blood collection tubes there was blood cell hang up. There was no report of patient impact. The following information was provided by the initial reporter: serum is not getting separated properly. Blood fibrin can be seen inside the picture.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® cat (clot activator tube) plus blood collection tubes there was blood cell hang up. There was no report of patient impact. The following information was provided by the initial reporter: serum is not getting separated properly. Blood fibrin can be seen inside the picture.